Event description:
It was reported by the contact that the customer had received multiple occlusion alarms during bolus delivery. The customer stated that the pump boils the insulin causing it to be like glue. The customer's blood glucose level was elevated. The customer indicated that the cartridge syringes are reused. The customer thought that the pump was getting warm when plugged in during charging and was the cause of the insulin becoming gelled.

Manufacturer narrative:
Add'l info received indicated that tandem tech support performed a full pump system check with the customer and the pump was found to be functioning as expected. Tandem tech support reviewed the t:connect logs the battery temperature of the pump during the timeframe of the reported occlusion was within manufacturing specifications. Syringe packaging states: "do not reuse." The product has been returned for eval. Should new relevant info become available, a supplemental report will be submitted.